Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 159 mg/dl. The customer was declined with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Software error and the motor arm cannot communicate with the main arm found in the device history due to software error.